Manufacturer narrative:
B5 summary and section h codes have been updated to reflect the completed investigation.

Event description:
It was reported that the crew had difficulty loading an unspecified cot into an ambulance. No adverse consequence was alleged to have occurred to the crew or patient as a result. Upon being contacted by a stryker representative, the customer facility reported that they had no record of the alleged event.

Event description:
It was reported that the crew had difficulty loading an unspecified cot into an ambulance. No adverse consequence was alleged to have occurred to the crew or patient as a result.